Manufacturer narrative:
Information was received via medwatch mw5061905. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and instability. Additionally, a hairline gap was seen on x-ray. A revision surgery is planned.

Manufacturer narrative:
No devices or photos were received with the complaint for inspection; therefore, the product condition is unknown and both visual and dimensional evaluations could not be performed on products. The review of device history records were reviewed on all products and found no deviations or anomalies that would cause or contribute to the reported event. The knee components compatibility was reviewed on all products and identified no compatibility issues noted. These devices are used for treatment. Product history searches were conducted for the part/lot combinations of all the components related to the events of this complaint. No other complaints were identified for the part/lot combinations of the femoral component, tibial plate, and articular surface. Primary and revision operative notes were not provided; therefore it is unknown whether the components were implanted with the correct fit and orientation as per surgical technique. There is also no available information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. The risks of loosening and instability are addressed through the package inserts for all the devices related to this event. The package inserts list loosening of the prosthetic knee components and dislocation and/or joint instability as adverse effects. These are therefore known inherent risks of the procedure. A definitive root cause cannot be identified with the information provided. However, the complaint will be revisited upon return of components, photos, or further information.